Event description:
The facility rep stated that the device overinfused during pt use with no pt injury or medical intervention required. The device was programmed in auto ramp for 12 hours, with ramp up for 1 hour and ramp down for 1 hour. The bag volume was 1400cc and that included a 100cc overfill. The medication involved was tpn. The tubing set involved is 2m9858, lot unk. There is no additional info.